Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One tapered screw-vent implant with mtx surface (tsvwb8) was not returned with the package for investigation. Visual inspection of the as returned package identified only the associated mount and cover screw. Appropriate documentation was reviewed. DHR review for the lot: (63614749) had revealed no deviations nor non-conformance which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (63614749) for similar event and no other complaint was identified. Therefore, based on the available information, packaging malfunction and the reported event could not be verified since the condition of the package when it was received is unknown and the complaint cannot be verified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
Additional anesthetic was used during the delay.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the implant was missing from the packaging. Another implant was used to complete the procedure.